Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the pedal on the foot control device was damaged; and that the screws "have come away". It was reported that there was a two minute delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the foot pedal had been opened and the incorrect screw cable was in the wrong position. The assignable root cause was determined to be due to an unauthorized repair, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.